Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The hypo-tube, collar, distal shaft and tip was microscopically inspected. Inspection revealed a partial separation of the shaft at the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-nov-2016. It was reported that the guide extension catheter could not cross the lesion. The 90% stenosed target lesion, 20mm in length and 3.0mm in diameter, was located in the moderately tortuous and severely calcified left circumflex artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the guide extension catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a partial separation of the shaft at the collar.